Event description:
Pt receiving procedural sedation for MRI of brain; propofol hung/programmed via MRI pump. Received propofol 2ml (20mg) x1 and infusion started at 50mcg/kg/min; received another 2ml (20mg) xl and infusion increased 50 75mcg/kg/min; pump recorded 4ml total (40mg) infused. Pt noted to be hypopneic and then apneic; bmv started and then intubated by anesthesia and transferred to picu. Rn noted that propofol vial was empty (100ml via); pump still recorded total 4ml infused. No leaks noted; pump appeared programmed correctly. Pt started to wake up approx 1.5hrs after propofol administered and extubated shortly after. EKG and electrolytes normal, except for elevated tg. On 02/23/2016, pump sent to ecri for independent evaluation.